Manufacturer narrative:
During a balloon angioplasty of an unknown vessel, the tip of an sv guidewire (pgw .018 sv short 300cm st) broke off in the patient. The procedure being performed was a balloon angioplasty. There was no damage found to the packaging of the device. There was no difficulty removing the device from the sterile packaging. There was no damage noted to the device when removed from the packaging. The device was stored and prepped per the instructions for use (IFU). No kinks or other damages were noted prior to inserting the product into the patient. There was no unusual force used at any time during the procedure. The separated fragment was not removed from the patient. The patient was reported to be okay. No other information was reported. The device was not returned for analysis. A product history record (phr) review of lot 35234943 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The phr review does not suggest that the event reported by the customer could be related to the manufacturing process. The reported ¿distal tip-wires fractured-separated - in patient¿ could not be confirmed as the device was not returned for analysis and procedural films were not received. The exact cause could not be determined. Vessel characteristics, while unknown, and procedural/handling factors may have contributed to the reported events. As per the instructions for use (IFU), which is not intended as a mitigation ¿guidewire manipulation/torqueing should always be performed under fluoroscopic guidance. Never push, auger, withdraw, or torque a guidewire that meets resistance. First, using fluoroscopy, determine the cause of resistance and take any necessary remedial action. Torqueing or pushing a guidewire against resistance may cause guidewire damage, and/or guidewire tip separation, or direct damage to the vessel. Resistance may be felt and/or observed (via fluoroscopy) by noting any buckling of the guidewire tip. If guidewire tip prolapse is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guidewire may occur. If any resistance is felt, i.e., due to vessel spasm, bent guidewire, or guidewire entrapment, while manipulating or removing the guidewire in the blood vessel: stop the procedure. Do not move or torque the guidewire. Using fluoroscopy, first determine the cause of the resistance, then take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged. This may cause blood vessel injury or result in fragments being left inside the vessel.¿ the phr review does not suggest that the reported event could be related to the manufacturing process. Therefore, no corrective or preventative actions will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the tip of an sv guidewire (pgw .018 sv short 300cm st) broke off in the patient. There was no patient injury reported. The device was clinically used and will be returned for analysis. The procedure being performed was a pop balloon angioplasty. There was no damage found to the packaging of the device. There was no difficulty removing the device from the sterile packaging. There was no damage noted to the device when removed from the packaging. The device was stored and prepped per the IFU instructions. No kinks or other damages were noted prior to inserting the product into the patient. There was no unusual force used at any time during the procedure. The separated fragment was not removed from the patient. The patient was reported to be okay.